Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient received an inappropriate shock while using a heat pack and a transcutaneous electrical nerve stimulation (tens) machine. The physician plans to put a tens machine on the patient with a magnet on the device to determine if that creates interference. The device currently remains in use. No further patient complications have been reported as a result of this event.